Manufacturer narrative:
Date sent to the FDA: 03/28/2011. (B)(4). Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the needle during use. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch xpe920, mfg date: 01/29/2006, exp date: 07/31/2011.

Event description:
It was reported that a patient underwent a cervicocystopexy procedure on (B)(6) 2011. During the procedure, the needle pulled off the suture when passing through the pre-vaginal facia. The needle is visible with the bright amplificator, but cannot be removed because it is placed in the depth of the vaginal wall. The 2mm length needle will remain in the vaginal wall.